Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿subsequent to initial MDR. D4: lot no, exp date, UDI no- correction. G3: date received by manufacturer - additional. H2: additional information/correction. H4: mfg date- correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).